Event description:
A home patient's (hp) nurse reported the hp was diagnosed with peritonitis in 2003 as a result of "poor technique". The hp was hospitalized 3 days and was treated with vancomycin (dose and route unknown) and fortaz (dose and route unknown). Based on the absence of peritonitis symptoms at this time, the hp's nurse has concluded that the hp was fully recovered from the infection.